Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, the unit failed the evaluation due to frozen touchscreen. Logfiles were extracted and analyzed, where error codes were documented. During microscopic inspection, broken traces were found on the lcd flexible cable. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that the touchscreen of this programmer was not working. There was an upgrade option but could not be selected. The software upgrade could not be completed. No patient involvement. This programmer was being returned. Product investigation review indicates that frozen touchscreen was confirmed, broken traces were found on the liquid crystal display (lcd) flexible cable.